Manufacturer narrative:
A ge service rep performed an onsite investigation. The relevant system connections were tightened and the system software and calibrations were reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the system exhibited communications failures. This error will result in a system lock up or inhibit the boot process. No pt or user injury was reported.